Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and pelvic pain ("pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), rash ("skin rash"), fatigue ("fatigue"), headache ("headaches"), allergy to metals ("nickel allergy") and mood swings ("mood swings"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). At the time of the report, the genital haemorrhage, pelvic pain, rash, fatigue, headache, allergy to metals and mood swings outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, rash, fatigue, headache, allergy to metals and mood swings to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain (seen as pelvic pain) and heavy bleeding. A surgery was performed to remove micro-inserts 2 years and half after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature and in the absence of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain') in an adult female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), allergy to metals ("nickel allergy") with rash, headache ("headaches"), fatigue ("fatigue") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, headache, fatigue and mood swings outcome was unknown. The reporter considered allergy to metals, fatigue, genital haemorrhage, headache, mood swings and pelvic pain to be related to essure. The reporter commented: patient pain rating out of 10 during procedure: 3. The insert was in good position with 2 trailing coils on the right side and 4 trailing coils on the left side. (B)(6) 2013 (as per mr) insertion details: one of the devices bending at the tip with too much flexibility to be inserted properly and the other device was able to be inserted but deployed improperly so had to be removed and retrieved, two new devices were then used successfully. Lot number: a69935 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain') in an adult female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), allergy to metals ("nickel allergy") with rash, headache ("headaches"), fatigue ("fatigue") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, headache, fatigue and mood swings outcome was unknown. The reporter considered allergy to metals, fatigue, genital haemorrhage, headache, mood swings and pelvic pain to be related to essure. The reporter commented: patient pain rating out of 10 during procedure: 3. The insert was in good position with 2 trailing coils on the right side and 4 trailing coils on the left side. On (B)(6) 2013 (as per mr) insertion details: one of the devices bending at the tip with too much flexibility to be inserted properly and the other device was able to be inserted but deployed improperly so had to be removed and retrieved, two new devices were then used successfully. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number, rcc note, reporters were added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain (seen as pelvic pain) and heavy bleeding. A surgery was performed to remove micro-inserts 2 years and half after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature and in the absence of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.